Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70, serial # (B)(4), description: infinion 70 cm lead kit. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were replaced due to high impedances. The physician suspected device malfunction.

Event description:
A report was received that the patient's leads were replaced due to high impedances. The physician suspected device malfunction.

Event description:
A report was received that the patient's leads were replaced due to high impedances. The physician suspected device malfunction.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's leads were replaced due to high impedances. The physician suspected device malfunction.